Manufacturer narrative:
Qc and pre-analytical information were requested but not provided. A general reagent issue can be excluded. The investigation did not identify a product problem. The customer indicated that there was an internal miscommunication among the laboratory's staff and stated that no further troubleshooting was required. The root cause was due to an internal miscommunication among the customer's staff.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6) . The calibration was within expectations. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys estradiol g3 (estradiol iii) assay on a cobas 6000 e601 immunoassay analyzer. Sample 1: initial result: <5 pg/ml. Rerun result: 23.26 pg/ml. Sample 2: initial result: 25.7 pg/ml. Rerun result: 54.98 pg/ml. Sample 3: initial result: 12.86 pg/ml. Rerun result: 35.06 pg/ml.